Event description:
Model 91393 patient monitors in a certain serial number range video just goes blank during use due to a defect with the video driver board in this range of monitors. We feel this poses a threat to both our surgical and critical care patients. FDA safety report ID# (B)(4).